Manufacturer narrative:
Section updated due to part return section evaluation codes updated due to part return and analysis methos and result - add additional code conclusion - remove d02 and add d0302 component - remove g02005 and add g0201205 device evaluation summary updated due to part return and analysis. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this pb980 ventilator generated ¿device alert¿ and ¿vent inop¿ alarms. Per review of the ventilator logs there is evidence that a loss of ventilation (lov) occurred at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue lov from memory. During power-up, sp found unit failed the power on self test (post) and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies were observed. The part was attached to the test ventilator and powered up but failed the est circuit pressure/autozero solenoid test and continued to fail several retests. After a thorough investigation, a faulty so1 on the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty auto zero solenoid (so1) on the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator generated ¿device alert¿ and ¿vent inop¿ alarms. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this pb980 ventilator generated ¿device alert¿ and ¿vent inop¿ alarms. Per review of the ventilator logs there is evidence that a loss of ventilation (lov) occurred at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue lov from memory. During power-up, sp found unit failed the power on self test (post) and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in ifm pcba.the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.